Manufacturer narrative:
(B)(4) no longer applies to this event.

Event description:
(B)(4). Additional information received from the consumer reported that the implantable neurostimulator recharger (insr) would not charge. The patient stated that all the cords seemed "good" but the charger would not charge and she had it plugged in for several hours. There was no alleged out of box failure. It was noted that the patient had an appointment with the healthcare professional scheduled for (B)(6) 2016. Initially, the patient had confirmed the recharge antenna was not damaged, and there was no issue with charging the implantable neurostimulator (ins). In addition, it was reported there was no charge available from the desktop charger (dtc). However, it was later clarified that there was no charge available from the implantable neurostimulator recharger (insr), and a replacement recharge antenna was requested. Additional information was later received from the consumer regarding steps taken to resolve the reported stimulation issues and ins overheating; the patient had stopped using the device and she would wait an hour or two. It was further reported that it started to continue even more, so the patient stopped using the device altogether and made an appointment with the healthcare professional.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they saw a persistent thermometer icon on the screen and could not get the implant to charge. Troubleshooting recommended the patient move to a cooler location and the patient was able to recharge and got all coupling boxes shaded. The patient reported she felt stimulation all the way in her ribs and that when she is able to charge the implant starts to overheat and burns in her buttocks. The patient starting having these issues after she had a fall. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.